Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) mentioned that they have talked to the patient multiple times since her implant and the "vibration in her back" is either the stimulation or she is feeling something else that is not the stimulator. The patient has memory issues and gets confused with the controller battery and implant battery. She does however have issues with the controller, the image she provided me showed the screen of the controller which had the lock screen combined with the therapy screen. Rep believes the charging time being long is due to her implant battery being under 30%. "Vibration" in her back is either the stimulation that she describes as a vibration or caused by something else in her room. The implant charging issues were resolved by patient services. The specified information has been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was charging today and got some strange pictures. Every single graphic in this machine showed up on the controller. It was like a shower of symbols. It almost looked like a cartoon with everything that was on this device. Patient reset the controller and it straightened up and behaved itself but it took more than an hour to reach 100%. It was 1.5 hr that it took to charge even though it said excellent. The same problem happened several months ago and patient received a recharger. A request was sent to the repair to replace the controller. Additional info received from patient that they received a new controller and it was not working today all of a sudden. Patient said this was a 2nd episode. They are stating that they were charging the implant and the implant had been stuck at 60%. Patient said that they saw that the stimulation was on and that recharging excellent was indicated, however the implant battery had been that way since this morning. Patient said that they felt something vibrating in their back. Patient then said that the implant battery just moved up to 70%, however patient then said that the implant battery had been at 70% since this morning and hadn't moved. Agent redirected to hcp to further address the issue.